Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator; model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was no longer getting coverage after experiencing a bad fall. During the revision procedure, it was found out that the patient's lead had only three good contacts as other contacts were out. The physician determined that the lead was fractured due to the fall. The patient underwent a revision procedure wherein the ipg, lead, and splitters were replaced. The patient was doing well postoperatively.